Event description:
The hospital bed repair engineer reported that this bed would run in a downward direction unintentionally. After troubleshooting with a hill-rom service technician, it was determined that the bed had a short in the test port cable. Replacement of the test port cable resolved the issue. There were no reported adverse events associated with this product problem.